Event description:
Informs right side capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, g.1, h.6.

Manufacturer narrative:
Reason for removal: capsular contracture, baker grade IV.

Event description:
Patient reported right side "been experiencing tingling, informs has capsular contracture baker grade IV "radial folds, psychological stress due to the disease the prosthesis can cause if it is not removed¿ and "pain/stiffening." The device remains implanted. Treatment included antileukotriene (singulair) and diprospan.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
This is for the right side.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reports experiencing tingling in both breasts for some months. Informs right side capsular contracture baker grade unknown. The device remains implanted.